Event description:
During index procedure the patient had one endeavor sprint drug-eluting stent successfully deployed at rca. Approximately 16 months post index procedure patient was admitted to hospital after suffering a stroke, patient was treated with medication. The investigator indicated that the event was not related to the device.

Manufacturer narrative:
(B)(4). Evaluation-conclusion - inherent risk of procedure (cva/ stroke).

Manufacturer narrative:
(B)(4).